Event description:
The teleflex iabp [intra-aortic balloon pump] began alarming at 1345 for a loss of helium. The cardiology fellow, dr. Was bedside and the iabp was restarted after reviewing the patients positioning and the helium tubing. Given no visible blood in the helium tubing, the pump was restarted. The iabp alarmed again around 1615 and the iabp was unable to be restarted. Given the repeated alarm, the rn called the teleflex support line and reviewed the alarms and waveforms with the clinical representative. At this point in time, blood was then seen in the helium tubing. The iabp helium line was then clamped (given the suspected rupture now that blood was visible in the helium tubing) and the attending provider was called to the bedside for the removal of the catheter. When the team removed the catheter, the wire inside of the catheter was compromised and there was an apparent perforation in the balloon tubing with blood and blood clots inside of the catheter.